Event description:
It was reported that during a laparoscopic low anterior resection procedure, the retractor pulled away from the ring when getting ready to place in patient abdomen. There was no patient involvement and no patient consequence. The case was completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: retractor. The analysis results of the flr02 found that it was received with the retractor sheath torn and separated from the upper retractor ring. The tear initiated below the upper retractor ring and continued toward the lower retractor ring; there was no loss of material. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: it was reported that the device ripped vertically through the length of the material and then completely separated or came off. No part of the device was lost in patient.